Event description:
The pt was revised because of wear of the insert.

Manufacturer narrative:
Examination was not possible as no prod was returned. A search of the warsaw and int'l complaint database did not find any add'l reports of this nature for the prod/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of prod error contribution to the reported problem. It would not be unreasonable to expect some wear after approx 8 yrs of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.